Event description:
The manufacturer service technician reported that the device had a broken handle. The event occurred during functional testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event. The handle may break into small pieces, posing the risk of a small component becoming lost in a surgical site.